Event description:
Instrumentation not working correctly. Coag worked but cut would not work. Plugged resectoscope into electrosurgical machine on boom (sn (b(4)). Coag was working (but weak) and cut not working so could not resect patient tumor. Tried to reconnect or adjust monopolar cord but cord broke off. Switched to a different manufacturer's brand rectoscope set with no improvement. Changed electrosurgical cord with no improvement. Changed to a different bovie machine with no improvement. Exchanged disposable cutting loop, but no change to cutting although coag seemed a little stronger. Opened another of the second manufacturer's resectoscope to try another working element, with no improvement. Opened another of the first manufacturer's resectoscope set, got new cord from this set. Switched back to original electrosurgical unit with no improvement. Finished case using cold cup biopsy forcep, and then coag with resectoscope. No harm to patient.